Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k103751, k110122. Detailed product information was incorrectly provided to bsc. Good faith effort attempts were made to try and retrieve the correct batch or lot number, but further information was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon ruptured, and the distal end sheared off and had to be snared out of the patient. A 4.0 x 40, 40cm mustang balloon was selected for dilating a forearm dialysis fistula. During the procedure, the balloon was taken to the rated burst pressure. However, it was noted that the balloon ruptured, and the distal end sheared off and had to be snared out of the patient. The balloon was replaced, and there were no patient complications as a result of this event.